Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated lead system was explanted due to infection with suspected endocarditis. There were no additional adverse patient effects reported. Following explant, all leads were snipped and the tips were sent for bacterial cultures. The remainder of the leads were discarded. The explanted device was expected to be returned for disposal. It was later reported that during the system explant procedure, the helix on this lead would not retract even after performing the maximum number of turns with the fixation tool. The lead was able to be removed with gentle traction and by rotating the lead body.